Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device (posterior myometrium)"), device expulsion ("migration of essure device (posterior myometrium)") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 50712464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2010, anxiety in 2010 and bipolar disorder in 2010. Previously administered products included for pregnancy prevention: depo provera from 2003 to 2005. Past adverse reactions to the above products included adverse drug reaction with depo provera. Concurrent conditions included body mass index normal, renal disease since 2010 and osteopenia since 2005. Concomitant products included contraceptives for topical use until 2013 for contraception as well as panadeine co (tylenol w/codeine no. 3) since 2017, sertraline (zoloft) since 2010 and tramadol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal "), fatigue ("fatigue"), vision blurred ("blurred"), abdominal pain upper ("pain: stomach") and back pain ("pain: back"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection (other)"), bipolar disorder ("bipolar disorder"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)) and surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, infection, bipolar disorder, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, vision blurred, weight increased, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she need for additional surgery. She had not underwent essure removal and planning for removal due to pain, heavy cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: free fluid in cul-de-sac. Most recent follow-up information incorporated above includes: on 27-feb-2018: the case was upgraded in the incident category. Reporter information was updated. This case concerns (B)(6) patient. Her concurrent and historical condition was added. Lab data was added. Essure lot number was added. Essure was ongoing at the time of the report. Her concomitant medications were added. Essure indication was added. Events: migration of essure device (posterior myometrium); mood swings, abnormal bleeding (vaginal), urinary tract infection, apareunia (inability to have sexual intercourse), infection (other), bipolar disorder, depression, anxiety, bladder or urinary problems or changes, migraines, headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal, vaginal discharge, fatigue, blurred, weight gain, pain: stomach and pain: back. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device (posterior myometrium)"), device expulsion ("migration of essure device (posterior myometrium)") and genital haemorrhage ("persistent bleeding") in a 23-year-old female patient who had essure (batch no. 50712464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression in 2010, anxiety in 2010, bipolar disorder in 2010, nephrolithiasis, medullary sponge kidney, osteopenia, anemia, congenital condyloma and cholecystectomy. Previously administered products included for pregnancy prevention: depo provera from 2003 to 2005. Past adverse reactions to the above products included adverse drug reaction with depo provera. Concurrent conditions included body mass index normal, renal disease since 2010, osteopenia since 2005, bloated feeling and menometrorrhagia. Concomitant products included contraceptives for topical use until 2013 for contraception as well as panadeine co (tylenol w/codeine no. 3) since 2017, sertraline (zoloft) since 2010 and tramadol since 2010. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced mood swings ("mood swings"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal"), fatigue ("fatigue"), vision blurred ("blurred"), abdominal pain upper ("pain: stomach") and back pain ("pain: back"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection (other)"), bipolar disorder ("bipolar disorder"), depression ("depression"), anxiety ("anxiety") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full).at the time of the report, the embedded device, device expulsion, genital haemorrhage, pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, infection, bipolar disorder, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, fatigue, vision blurred, weight increased, abdominal pain upper and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, bipolar disorder, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion procedure - three coils were noted to project within the endometrial cavity following placement. This same procedure was then performed on the contralateral side again with three to four coils projecting into the endometrial cavity following placement. She need for additional surgery. She had not underwent essure removal and planning for removal due to pain, heavy cycles. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: migration of essure device; on (B)(6) 2017: free fluid in cul-de-sac . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events menorrhagia, pelvic pain, depression; anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.